Manufacturer narrative:
Follow-up #1 date of submission 09/21/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: evaluation revealed that no unexplainable por events observed in the bb history. The returned battery cap secured to the pump and maintained electrical connection. Returned battery cap unscrewed half a turn with no power loss occurring. The returned battery cap contact height and width measurements were found to be within the required specifications. The battery compartment was found to be cracked on the side, extending from the threads to the case seal. No evidence of moisture was found inside the battery compartment. The pump performed the ezprime steps and was exercised for 24 hours with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump. No cartridge cap returned with the pump. A test cartridge cap was used to complete testing. Investigators were unable to duplicate intermittent power issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.